Event description:
It has been reported to philips that the system will not boot up. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse checked the systems incoming power to main cabinet and found that the 480 volts was missing then the fse checked the high-speed transfer switch and identified that it had tripped. The fse reset the breakers and the system was returned to use in good working order. The codes were updated based on the investigation outcome.